Manufacturer narrative:
Customer technical service (cts) follow-up with the customer on (B)(4) 2013 via phone to obtain more information on the sample probe obstruction. Customer could not identify the obstruction in the sample probe. Cleaning the probe resolved the issue. Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode was an obstructed cc sample probe. (B)(4).

Event description:
A customer reported to beckman coulter that they observed fluid under the cc (cartridge chemistry) sample probe. The leak was contained within the instrument. The customer has access to material safety data sheet (msds). The msds was not consulted by the customer in this case. The laboratory does have an emergency chemical spill plan in place. The customer was wearing gloves and eye protection at the time the leak was discovered. No one was injured by the leak. Patient samples were re-run on another instrument to verify no erroneous results had been generated. There was no death or injury in connection with this event. To troubleshoot, the customer flushed the cc sample probe and that resolved the issue.